Manufacturer narrative:
Bci field service engineer (fse) decontaminated the eic cup, replaced the wash collar and changed the t-valve on the cc sample syringe, which resolved the splashing issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report splashing related to the synchron lxi 725 system. Splashing was observed near the electrolyte injection cup (eic). No effect to patient or user was reported with this event.